Event description:
It was reported that the pt was stable and oxygenation was satisfactory. A few hours later leakage from gas outlet port was noted. The device was quickly changed out within eight hours of original placement. Pt remained stable with the replacement device. Exchange took a minute with no pt effect reported. (B)(4). Ref MFR #8010762-2015-00696.